Manufacturer narrative:
This lead will be returned for analysis. Upon completion of the analysis, this report will be updated.

Event description:
Boston scientific crm received information that this right atrial (ra) lead became dislodged two days post-implant. Decreased sensing capabilities and rising threshold measurements were noted in assocation. The physician elected to explant this ra lead due to cardiac tissue encapsulated the helix mechanism. A new nonboston scientific lead was successfully implanted. No adverse patient effects were reported. The original lead will be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly analyzed. Visual inspection noted setscrew marks on the terminal pin and ring, and the helix was fully extended with tissue encapsulation. Resistance and pressure tests confirmed that this lead met electrical specifications. A helix mechanism test confirmed that the helix was unable to retract, most likely due to dried blood found within the mechanism. As the lead was electrically continuous, the clinical observations related to electrical performance were not confirmed. Although tissue encapsulation of the helix was confirmed, lead dislodgement is unable to be replicated in the laboratory setting.